Manufacturer narrative:
Consumer admits to laying on the heating pad which is abuse of the product and a violation of the instructions and warnings provided.heating pad is bunched/crushed which shows abuse of the product and a violation of the instructions and warnings provided.this incident is the direct result of consumer misuse/abuse of the product.

Manufacturer narrative:
Consumer was using the product in a camper which is abuse and a violation of the instructions and warnings provided. Consumer has not returned the product.

Event description:
Consumer claims she was using a heating pad in a camper and is alleging it melted and damaged her bedding. There were no injuries reported with this incident.